Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found a leak from the probe wipe. He observed dripping from the probe wipe rinse block during the cleaning cycle. The fse replaced pinch valve (lv8) which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a diluent reagent leak of approximately 2 ml from a coulter ac·t diff analyzer. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.